Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the tibial trial was cracked from repeated use during sterilization.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of repeated use and fracture. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue was due to repeated use of these instruments for at least nine years field life; which causes wear and tear to the instrument and led to the fracture. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.